Event description:
The device returned for maintenance when factory service heard a 'pop' internal to the device during shock delivery and delivering less than the selected energy per device specifications. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.